Event description:
The manufacturer received information alleging a damage screen on the device. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received information alleging a damage screen on the device. There was no harm or injury reported. The trilogy 100 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed. During the evaluation it was noted that the devices was able to power up due to the screen. In conclusion, there was no repair(s) and/or part(s) replaced on the device for this issue.